Event description:
It was reported that the instrument showed up broken in the tray. The hudson connection was broken off.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding breakage involving an acetabular reamer handle was reported. The event was confirmed. Device evaluations were performed by the vendor, who confirmed the reported event via visual inspection. The device showed signs of use, wear, and damage and was unremarkable. The event was not related to a patient or surgery. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no similar reported events for the reported lot code. The investigation concluded that the breakage was caused by wear or damage due to repeated intended use.

Event description:
It was reported that the instrument showed up broken in the tray. The hudson connection was broken off.